Manufacturer narrative:
Client fell from the wheelchair when standing as the brakes failed. The client sustained some minor bruising. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Client fell from the wheelchair when standing as the brakes failed. The client sustained some minor bruising. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).